Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high" although specific value was not provided due to the insulin gauge was inaccurate. Customer addressed bg level via manual dose injection. Customer loaded a new cartridge to resolve the issue.